Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 06/2016) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient was allegedly diagnosed with thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient was allegedly diagnosed with thrombosis. The current status of the patient was unknown.

Event description:
It was reported through litigation process that, on (B)(6) 2015, a patient underwent port placement in the right chest for the treatment of metastatic lung cancer. Approximately seven years, three months and ten days later, on (B)(6) 2022, the patient was diagnosed with thrombosis and pulmonary embolism, which was confirmed through a computed tomography of chest, abdomen and pelvis. It was further reported that patient was diagnosed with streptococcal bloodstream infection and septic shock. Subsequently, on (B)(6) 2022, the port was removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical record was provided for review. The medical records allege that a bard powerport slim implantable port was implanted in the right chest for treatment of metastatic lung cancer. Several years later, imaging studies identified a nonocclusive thrombus associated with the distal portion of the port a cath in the lower superior vena cava, as well as small nonocclusive pulmonary emboli in the right lower lobe subsegmental pulmonary arteries. The patient was treated with oral anticoagulation for port associated thrombosis and pulmonary embolism. Following completion of anticoagulation therapy, the port was subsequently removed without reported complication, with plans noted for future port replacement. Therefore, it can be confirmed that the patient had experienced thrombosis, pulmonary embolism. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical record was provided for review. The medical records allege that a bard powerport slim implantable port was implanted in the right chest for treatment of metastatic lung cancer. Several years later, imaging studies identified a nonocclusive thrombus associated with the distal portion of the port a cath in the lower superior vena cava, as well as small nonocclusive pulmonary emboli in the right lower lobe subsegmental pulmonary arteries. The patient was treated with oral anticoagulation for port associated thrombosis and pulmonary embolism. Following completion of anticoagulation therapy, the port was subsequently removed without reported complication, with plans noted for future port replacement. Therefore, it can be confirmed that the patient had experienced thrombosis, pulmonary embolism and septic shock. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2015, a patient underwent port placement in the right chest for the treatment of metastatic lung cancer. Approximately seven years, three months and ten days later, on (B)(6) 2022, the patient was diagnosed with thrombosis and pulmonary embolism, which was confirmed through a computed tomography of chest, abdomen and pelvis. It was further reported that patient was diagnosed with streptococcal bloodstream infection and septic shock. Subsequently, on (B)(6) 2022, the port was removed. However, the current status of the patient remains unknown.